Manufacturer narrative:
MFR ref no: (B)(4). Baxter received and evaluated the device. The unit was tested for 24 hours with no occurrence of system error 322. A review of the history log confirmed the reported symptom. However, eval was unable to determine the cause. Eval of known contributors to system error 322 led to the determination that the upper and lower aux were the failing components. As a result, the upper and lower aux were replaced.

Event description:
It was reported that a pump was alarming for a system error 322. There was no pt harm or incident.